Event description:
It was reported that the procedure was to treat a mildly tortuous, mildly calcified, eccentric, 90%, de novo lesion in the proximal circumflex. A balance middleweight universal ii guide wire was advanced to the proximal circumflex and another balance middleweight universal ii guide wire to the obtuse marginal for protection. Both devices could advance without problem. After pre-dilatation and intravascular ultrasound (ivus) were performed, a xience alpine stent delivery system (sds) was advanced toward the target lesion but it met resistance with the anatomy and could not cross. So the xience alpine was advanced and implanted with the use of a guideliner. During advancement and removal of the sds, there was resistance with the guide wire. Also when ivus was advanced to the lesion after implantation, there was resistance with the guide wire. Eventually, the patient was treated with another new balance middleweight universal ii guide wire. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). Concomitant products: guide cath: hyperion 6f; stent: xience alpine; other: ivus. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.